Event description:
Customer reported a cartridge alarm, specifically alarm 20, during the load process. There was no adverse impact to the customer¿s blood glucose level, staying below the threshold of 500 mg/dl (27.7 mmol/l). Technical support resolved the issue by sending a replacement pump with updated software and instructed the customer to use manual daily injections as a temporary backup therapy to ensure insulin delivery was maintained. The customer was advised on steps for using the new pump, including proper storage and return procedures for the problematic pump, and indicated that they understood and acknowledged these instructions.